Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2020, a 27 mm trifecta glide technology (gt) valve was implanted in a patient with a history of hypertonia. On (B)(6) 2021, the trifecta gt valve was explanted. The valve was explanted due to leaflet rupture from the top of the strut to the bottom of the leaflet. The valve was replaced with a 27 mm non-abbott valve to resolve the event. The pre-operative examination showed no signs of endocarditis. Patient's associated symptoms are unknown. Patient is reported to be doing well and has been transported to another hospital. No additional information available regarding this event.

Manufacturer narrative:
An event of leaflet rupture was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.